Event description:
It was reported that at the implant procedure, the device undersensed p waves. A new device was connected which also undersensed the p waves. The new device was programmed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068, implantable pacing lead, (B)(6) 1997. (B)(4).